Event description:
The customer reported to olympus, during preparation for use the hd camera head had no image. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. The following non-reportable malfunctions were found, during the device evaluation. Kinks on cable, faded serial plate. Based on the results of the investigation, it is presumed, that no image occurred, due to charged coupled device failure. Olympus will continue to monitor field performance for this device.